Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a lasso nav variable eco catheter and suffered medical device entrapment requiring extensive physical manipulation. Midway through the procedure, while maneuvering the lasso anterior to the left atrial appendage (laa), the lasso dropped into the left ventricle and became entangled in the mitral valve. Initial attempts to remove the catheter manually were unsuccessful. Patient was transferred to the operating room for surgical removal of the catheter. Once in the or, a final attempt to remove the catheter manually was successful. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was related to the attempt to maneuver the catheter anterior to the laa.